Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, the device had poor staple formation while being use in first firing on a hepatic vessel. The handle cracked half way through the firing sequence. The component of the device broke off. The staple line was incomplete on the distal part. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of reload. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.